Event description:
The patient reported that her blood glucose reached 570 mg/dl after wearing the pod for 3 days and the cannula had slipped out of her skin. She went to the emergency room where she was treated with a manual injection of insulin (exact dosage was not provided).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia or emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria.